Event description:
On (B)(6) 2019, an amplatzer vascular plug 4 was selected for implant to reduce bloodflow to a particular route. After the device was placed, the patient became hypertensive so the device was explanted. Additional information has been requested.

Manufacturer narrative:
An event of the heart pressure increase following implant was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, an amplatzer vascular plug 4 was selected for implant to reduce bloodflow to a particular route. After the device was placed, the patient's heart pressure increased and the device was explanted. No additional information has been provided.